Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, the customer experienced a "high" blood glucose (bg) level, cause was unknown. The customer delivered a correction bolus to address the bg. Reportedly, the customer reverted to an alternate method of insulin therapy.